Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off while the customer was sleeping. The customer plugged the pump into charge and the pump turned back on and was charging. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. During the call with tandem technical support, the pump history revealed no alarms were present. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.